Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead post operatively. The patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The lead was reprogrammed and then programmed off. The lead was repositioned at a later date and remains in use. No further patient complications have been reported as a result of this event.